Event description:
It was reported that the during the procedure, the right atrial (ra) lead exhibited failure to capture, failure to sense, noise and not properly connected to alligator clips. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.